Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump screen was hard to see in bright light and oily rainbow effect on screen and rejecting new batteries. Customer stated that insulin pump had unexplained no delivery alarms and clock loses time. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within spec and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No excessive no delivery/occlusion alarm noted. No unexpected failed battery alarm anomalies noted. No unexpected missing segments/partial display anomalies noted. No unexpected time/clock anomalies noted. Device received with cracked reservoir tube lip, cracked battery tube threads, cracked case from reservoir tube window corners, cracked reservoir tube window and missing end cap sticker. The test infusion set and reservoir does lock into place. (B)(4).